Manufacturer narrative:
(B)(4).

Event description:
It was reported the sheath was being used, sheath buckled and a new one had to be used to complete the procedure. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the sheath was being used, sheath buckled and a new one had to be used to complete the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly for evaluation. Signs of use in the form of biological material was observed on the sample. Visual examination of the assembly revealed the sheath body was damaged in two locations. The sheath body appeared deformed and folded in the locations of the damage. The damage on the sheath measured approximately 33mm and 50mm from the distal tip. The total length of the sheath body measured to be 2 7/8" which is within the specifications of 2 5/8" - 2 7/8" per product drawing. The outer diameter of the sheath body measured to be 0.1015" which is within specifications of 0.0960"-0.102" per product drawing. The inner diameter of the sheath body at the proximal end measured to be 0.081" which is within specifications of min. 0.079" per product drawing. A lab inventory 5.5 fr catheter was inserted into the returned sheath per IFU which states, "advance soft tip/catheter tip as a unit through peel-away sheath to desired depth." Despite the damage, the catheter was able to pass through the sheath with minimal resistance. The returned dilator was able to be inserted and locked with minimal resistance. Manufacturing was contacted regarding this complaint investigation. They performed a dimensional inspection report and a device history record review on the peel-away sheath extrusion, and found no evidence to suggest a manufacturing related issue. This indicates that the damage was likely caused by unintentional use error. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding". The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. A section of the sheath body was found to be deformed and folded in two locations. The sample passed all relevant dimensional inspection, and a device history record review was performed with no relevant findings. Based on the appearance of the damage, the customer report that the defect was observed during use, and the comments from r and d, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.